Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, an iab rupture occurred. It was noted that the console generated an alarm and then went into standby mode. The customer is unsure if it automatically restarted or the nurse who addressed the alarm restarted it. Once it was restarted is when they noticed blood in the tubing and manually placed in standby. One of the cv surgeons removed the iab catheter and noted blood inside the iab, but was unable to locate the hole in the balloon during initial inspection. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: dr.(B)(6). Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A portion of the extracorporeal tubing and sensor cable was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal, tubing was performed and four leaks were detected on the membrane approximately (primary abrasion) 1cm, (sharp edge) 4.1cm and (2) 12.4cm from the rear seal. The abrasion measuring 0.013cm in length, the sharp edge measured 0.038cm and (2) 0.229cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other three penetrations found on the membrane appears to have been caused by a sharp object that may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).